Event description:
Info received indicates the gas springs are not allowing the head section to stay in the down position. Head section is drifting up.

Manufacturer narrative:
The tech found both of the gas springs were worn and leaking oil. The tech replaced the gas springs to repair the stretcher.